Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 291 mg/dl (performa uv) system 1 and 148 mg/dl (active gc) system 2. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with (B)(6).